Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer reported their blood glucose level was within target range.